Event description:
It is reported that the device was implanted on (B) (6) 2009. X-rays provided, reveal that the locking screw has disassociated and is floating in the knee. The pt is going to (B) (6) to see dr. (B) (6), one of his partners for a second opinion. Based on analysis by a cross-functional team, it was discovered that a second revision surgery is pending.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed.